Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3803 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported via medwatch possible foreign body noted on kub over the weekend, not previously seen on post-op kubs prior. Patient denies any new abdominal pain, retained gw after PICC placement.